Manufacturer narrative:
Corrected data: additional narrative. Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up and it crashed after the restart. During troubleshooting, the fse found that the issue was due to the software problem. The root cause for the software problem could not be determined as there is no logging data available from the timeframe when the issue reportedly occurred. The fse reloaded the software version from 2.2.3. To 2.2.7, configured the system, verified network connections and created backups. After that, the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up and it crashed after the restart. Missed logs for certain timeframe indicated an issue with the system. During troubleshooting, the fse found that the issue was due to the software problem. The fse reloaded the software, configured the system, verified network connections and created backups. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system crashed after a restart. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.